Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7086237.

Event description:
It was reported that upon x-ray patients paddle leads had migrated from the epidural space and the implantable pulse generator (ipg) was not lying flat. The patient underwent a revision procedure wherein the ipg and lead were repositioned properly. The patient was doing well postoperatively. Nothing was removed or added.